Event description:
This report is being filed after the subsequent review of the following journal article: babst, r., brunner, a. And thormann, s. (2012). Minimally invasive percutaneous plating of proximal humeral shaft fractures with the proximal humerus internal locking system (philos). J shoulder elbow surg, 21, 1056-1063. The authors studied fifteen patients (seven men and eight women) median age 60 years (range, 40-96 years) who underwent minimally invasive percutaneous plating of unilaterally, displaced proximal humeral shaft fractures with synthes proximal humerus internal locking system (philos). The patients were treated between 2005 and 2008; median follow- up was 27 months (range, 12-38 months). A (B)(6) female experienced breakage of distal screws at 16 months due to nonunion. She was revised with open reduction and internal fixation. Radiographs were provided in the article. The authors concluded that minimally invasive percutaneous plating with philos is a valuable option to treat proximal humeral shaft fractures with similar rates of nonunion and fewer incidents of radial neuropathy compared with open procedures. This is report 1 of 1 for complaint (B)(4). This report is for an unknown proximal humerus internal locking plate.

Manufacturer narrative:
This report is for an unknown proximal humerus internal locking plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).